Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. It was noted that no e-grams were recorded during the implant procedure. External visual inspection noted a hole in all three seal plugs. These holes allowed temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that during the implant procedure there was crosstalk on the ventricular channel post atrial pace. It was noted that the right ventricular (rv) lead had low septal placement and the right atrial (ra) lead had low annular placement. Boston scientific technical services (ts) was consutled and discussed lead position as being a possible contributor and discussed that with the rv lead being used the entire distal coil is sensed. The physician felt that there was an issue with the device header, thus asked for another device. A new device was implanted and the same crosstalk was observed. The physician programmed a 85 millisecont rv blanking interval with no notation of crosstalk. It was noted that the issue had diminished at the next day post operatove follow up. This device was attempted and not implanted. The existing ra and rv leads remain in service with the new device. No adverse patient effects were reported.